Manufacturer narrative:
Device evaluation: one purple needle tip and the needle wrench were returned with a bl5113 pack label from lot x3258. Visual inspection found the needle was heavily damaged on the tip with gouges, marring, scratches, dings, and material missing around the tip and on the flats of the hub. There were what looked like tracks or trails which was similar to damage seen when the needle tip comes in contact with another instrument. There was one area on the shaft of the needle that has faded color. It should be noted that the anodize color is an oxidation layer, it is not a coating. Various factors can influence color fade on the needles after shipment from bausch & lomb, and after multiple uses in the field. This may include handling, re-cleaning, installation activities, abrading or scuffing the needle during any field activities that may be unknown to bausch & lomb. However, it should be noted that the number of uses, the number of cleaning cycles, the cleaning methods used, and the storage and handling conditions for this phaco needle tip are unknown. The exact cause of the heavily damaged tip cannot be determined. It is not possible to determine the root cause of damage on the part returned due to the many unknown factors to which the part was exposed during use. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in italy reported some glittering material was noticed in the front chamber of the eye at the end of the phaco phase. The material was removed with irrigation/aspiration. After the surgery, the surgeon analyzed the tip under a microscope and noticed it was missing pieces of paint. There was no impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.